Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had air in line. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the oncology department reported: there was air when the blood was drawn back during use, and the cracks could not be seen with the naked eye. One tube was affected, and the sample can be returned without return.

Manufacturer narrative:
Investigation result: one mz1000 china sample was received in opened packaging from lot 24075104 for investigation. No residual fluid was present and no connecting product was returned to aid the investigation. The customer reported that "there is air when withdrawing blood during use, and the cracks cannot be seen with the naked eye." Furthermore, they confirmed that "there was no connection", "the connector was disinfected with an alcohol swab" and that it "had just been connected". "The components had not been pierced by the needle and were not reused. Later, a new connector was replaced, and no air was found when the blood was drawn back again." The returned sample was subjected to leakage testing using both a 50ml bd plastipak syringe, and a 10ml bd luerslip syringe; in both instances, no leakage was observed from the connector throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz1000 china product over the past 12 months.

Event description:
At that time, there was no connection. When the nurse teacher routinely flushed the tube in the patient, some air was found in the blood when it was drawn back. At that time, the connector was disinfected with an alcohol swab. The connector had just been connected, and the prn cap previously used was unscrewed and replaced. The components had not been pierced by the needle and were not reused. Later, a new connector was replaced, and no air was found when the blood was drawn back again.